Event description:
A malfunction alarm, identified as malf 12, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for resetting the pump, and the customer successfully reset it without recurrence of the malfunction. The customer was advised to continue using the pump and to call back if the issue reappears, which the customer acknowledged.